Manufacturer narrative:
Per customer technical service (cts), prior to calling the hotline, the customer had already flushed, bleached, drained and vented and saw no obvious problems. The cts had the customer perform a system test and all parameters passed with no issues. Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013 to evaluate the instrument. The fse verified that the analyzer was recovering low on controls several days after pm (preventative maintenance). The fse ran reproducibility procedures and found that the results were steadily decreasing. Upon further investigation, the fse determined that samples were not getting vented and the unit was diluting the samples with diluent. The fse left on (B)(4) 2013 asking the customer to monitor the instrument after finding the vent line was getting pinched on the pump module and additional service was needed. The fse returned to the customer's laboratory on (B)(4) 2013 to complete the service. The fse stated that the pinched went line was corrected. Per the fse, a set of worn solenoids 30-25, associated with vent/primary aspiration pathway on the pump module, was also replaced on a return visit. Following the parts replacement, the fse ran several reproducibility procedures, controls, and patient samples with no other issues identified. Per conversation with the fse on (B)(4) 2013, the instrument was operational with no further issues failure mode was attributed to the pinched vent line. Additionally, worn set of solenoids on the pump module was addressed by the fse.

Event description:
The customer called in on (B)(6) 2013 reporting that 5c controls suddenly dropped out of specifications on the coulter hmx hematology analyzer with autoloader. When customer contact was first made on (B)(6) 2013, the dilution issue was identified as only occurring with controls and the initial information provided to the field service engineer (fse) was that no patient results were impacted, therefore no effect to patient treatment was reported in relation to this event. When the fse returned to the customer site on (B)(4) 2013 to complete the service and only then did the laboratory manager informed the fse of patient results that were impacted on (B)(6) 2013. Per communication with the laboratory manager on (B)(4) 2013, the patient results were reported out of the laboratory. However, there was no effect to patient treatment, death, or injury, as the patients were redrawn. Results upon redraw tested in open vial mode were normal or similar to the patient¿s previous history. The customer determined that the issue was occurring in closed vial only. Instrument printouts were provided for five patients to demonstrate this issue. Per data review, erratic and decreasing results were observed between runs for the complete blood count (cbc) parameters: (white blood count (wbc), red blood count (rbc), hemoglobin (hgb), hematocrit (hct), mean corpuscular hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc)) for patients 1, 2, and 3, with instrument generated flags for the rbc and hct on patient 1 only. Patient 4 exhibited a variation in mean platelet volume (mpv) values, with no instrument-generated flags. Comparative results were not provided for patient 5. This MDR is to report the event occurred on (B)(6) 2013, affecting patient results. An MDR 1061932-2013-01418 is being submitted to report the quality control (qc) issue occurred on (B)(6) 2013 at this customer site.